Event description:
The customer reported the power supply for her breast pump is cracked. Upon receipt of the returned product on (B)(6) 2012 found that there is a breach in the transformer housing.

Manufacturer narrative:
The customer was sent a replacement power supply. Contact was not made with customer to obtain additional information regarding this event. The product was received on (B)(6) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the transformer was found to have a breach, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damaged and cracking (only after at least three drops). This product was released as a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in nw, changed, or corrected information, a follow up report will be filed at that time.